Event description:
It was reported that a patient with an implanted deep brain stimulation implantable pulse generator (ipg) in the chest cavity developed an infection at the implant site, which was noted during the third week after the original placement. The wound was observed to be leaking and showed discoloration. The patient required emergency surgery, during which the implanted neurostimulators were removed due to the infection. A second follow-up surgery was performed, and a sample of the infected area was taken for culture and analysis. Antibiotic treatment was initiated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.